Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ ultra-fine pen needles had part of the scale missing. This occurred on 3 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: one photo and three loose 10ml syringes with medication labels were received and evaluated. It was observed in the samples and photos the same syringes were displayed and the scale markings were skewed. One syringe showed minor grad lines to the 4ml mark. Two syringes had no visible minor grad lines. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a bd¿ ultra-fine pen needles had part of the scale missing. This occurred on 3 separate occasions but the date/time and or patient information is unknown.